Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. After sensor insertion, the patient had frequent intermittent sensor error messages and high and low alerts leading up to the day of the event. During this time she intermittently gave herself an insulin bolus via her tandem insulin pump when a value was displayed on the pump screen. One of the cgm values was 398 mg/dl, although in retrospect believed that value was low. After she felt symptoms of nausea and vomiting, and could not keep food down, she knew her body was in ketoacidosis. She checked strips and had a lot of ketones and thought the insulin pump was not giving her any insulin. She called emergency medical services (ems) and then collapsed and fell, hitting her head and injuring her ankle. She crawled to the door to unlock it so paramedics would be able to enter. After ambulance transport to the hospital, the bg finger stick reading was 450 mg/dl and the cgm reading was 272 mg/dl. The cgm and insulin pump were removed. She was diagnosed with diabetic ketoacidosis and remained on an insulin drip during the hospitalization. She received tylenol during the hospitalization but had not previously taken a dose at home. After 3 days she was discharged, and her condition continued to slowly improve at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.